Event description:
In 2009, correspondence was received from a competitor company stating that the patient experienced occlusion errors with his last 2 infusion sites. His blood glucose elevated to over 300 mg/dl within hours of his first infusion site change, prior to the occlusion error, and the patient was not able to prime or bolus through the infusion site once it was removed. He stated that his blood glucose has been within normal range with the second infusion site, but he received an occlusion during bolus delivery. He stated that he does not believe, he has scar tissue at his current infusion site and he does rotate sites. He stated that he is concerned because he sees insulin in the tip of the "piggy tail" connection and he believes that he did not receive his last meal bolus. He disconnected from the infusion site and bolused, and he saw insulin drip from the end of the infusion tubing. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was request to be returned for evaluation.